Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sensor was loose and would shift out of the magnet's range. The field service engineer (fse) tightened the sensor in the hard stop and reinstalled. The sensor was still loose but does not shift out of range. So, the fse replaced the position sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.